Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that it had no ventilation output. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the blower and exhalation control module (ecm) to resolve the reported issue. Proper device operation was observed through functional and performance testing.the investigation determined that the cause of the reported issue was the blower and ecm.